Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported that the day of the event the sensor failed, but she could not remember the exact error. She was about to grab some lunch around noon when she suddenly lost consciousness. She regained consciousness around 4:20pm, and at that moment she did not have any cgm readings on her g6 app and neither on her insulin pump. The patient took a fingerstick and the blood glucose reading was 46 mg/dl. She called an ambulance and ate peanut butter while waiting for the paramedics. When the paramedics arrived another fingerstick was taken and the blood glucose reading was 54 mg/dl. The patient was treated with intravenous glucose and after half an hour the blood glucose reading was 120 mg/dl. As the patient was stable the paramedics left the house. At the time of the report, the patient was doing fine. Data was received but does not reflect the alleged issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.